Manufacturer narrative:
(B)(6). During use of a 7f 11 cm str brite tip sheath with an exoseal for vascular closure, there was resistance felt when the brite tip was inserted. The brite tip sheath was removed from the patient and it was confirmed that the distal tip was frayed. Therefore, it was replaced with a new sheath introducer to complete hemostasis with the exoseal. There was no reported patient injury. The target lesion was the common femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. This was an evt case. A non-cordis 6f guiding catheter was inserted for the procedure. Then, after the procedure an exoseal was used; and the guiding sheath was replaced with a brite tip sheath. There was no bleeding complication occurred during and after the procedure. There were no any anomalies noted when removed from the package or during prep. The target lesion mentioned is the one associated with the evt procedure. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17632455 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿brite tip/distal tip frayed/split/torn¿ could not be confirmed as the device was not returned for analysis. The exact cause of the frayed condition could not be determined. Based on the limited information available for review, access site vessel characteristics (although unknown) and handling factors may have contributed to the reported event. The instructions for use (IFU) cautions users to inspect for signs of damage prior to and during use. Any product with damage is not to be used. According to the IFU, which is not intended as a mitigation, ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During use of a 7f 11 cm str brite tip sheath with an exoseal for vascular closure, there was resistance felt when the brite tip was inserted. The brite tip sheath was removed from the patient and it was confirmed that the distal tip was frayed. Therefore, it was replaced with a new sheath introducer to complete hemostasis with the exoseal. There was no reported patient injury. The product will not be returned for analysis. The target lesion was the common femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. This was an evt case. A guiding catheter (6f destination, terumo) was inserted for the procedure. Then after the procedure an exoseal was used; and the guiding sheath was replaced with a brite tip sheath. There was no bleeding complication occurred during and after the procedure. There were no any anomalies noted when removed from the package or during prep. The target lesion mentioned is the one associated with the evt procedure. Additional procedural details were requested but are unknown.